Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument to test for sars-cov-2 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system. Eua #:(B)(4).

Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that while using the bd max¿ system, bd max¿ instrument to test for sars-cov-2 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system eua #: (B)(4). D.1. Medical device brand name: bd max¿ system, bd max¿ instrument. H.6. Investigation: the complaint of "false positive" and "unr and ind" result was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported that they have received unr, ind, or have false positive samples. Field service was dispatched. Field service cleaned the inside and outside of the instrument, all the metal covers, dismantled and cleaned the reader, performed efc and normalization and conducted qual run with ebp and covid run with buffer, but amplification was still observed. Instrument was removed from facility and sent to belgium for decontamination. Instrument was decontaminated and passed all qualification, but was returned to the customer site functional. Root cause is determined to be contamination within the instrument. The complaint is unconfirmed with the information provided. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. Additional information was received on 2021-03-17 that changed the reportability. The original awareness date was 2021-02-08.

Event description:
It was reported that while using the bd instrument max clinical to test for sars-cov-2 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: bd sars-cov-2 reagents for bd max¿ system eua #: (B)(4).